Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. A stent fracture (type ii to type v was confirmed on angiographic imaging. The physician elected to deploy a biomimics 3d (bm3d) stent into a vessel that possessed an aneurysm. It is important to note that the bm3d stent IFU-3 version 4.0 gives a contraindication for use within "a lesion that is within an aneurysm or an aneurysm with a proximal or distal segment to the lesion". The bm3d stent is a self-expanding nitinol stent that has radial outward force that is designed to oppose the vessel wall. The stent is supported by the vessel wall which is subject to physiological fatigue loads such as bending, compression, torsion and pulsatile. If an aneurysm surrounds a section of the stent after implantation, the vessel diameter is considered oversized for the stent in that region. The stent then becomes unsupported locally in that region, which is not the design intent for the device when subjected to physiological fatigue loads. A second 6.0 x 80mm bm3d device was placed within the complaint stent in a full overlap, and endovascular coiling was performed at a reintervention procedure on (B)(6) 22. This additional treatment would have resulted in significantly stiffer conditions in the distal portion of the complaint stent. This would have created unforeseen physiological loading. It is likely that these conditions greatly impaired the complaint stent's ability to handle axial loading. Therefore, the additional treatment performed would have subjected the complaint stent to unforeseen conditions. The bm3d stent IFU provides the following instruction to limit the overlapping of bm3d stents to 10 mm; "if a second biomimics 3d stent is placed in sequence and overlapped, the overlap should be less than 10mm. Overlapping more than two stents has not been evaluated.". The dynamics of the 6.0 x 150mm complaint stent transitioned from a stiff overlapped region, in the space of the vessel containing the aneurysm, into a more flexible non-overlapped proximal portion, in the popliteal artery. This would have caused excessive focal deformation of the stent in this region of transition. The location of the stent fracture in the 6.0 x 150mm bm3d stent coincides with the distal end of the 6.0 x 80mm bm3d stent which was placed within it. This implies that the focal point of physiological loading was the distal portion of the 6.0 x 150mm stent. The transition away from a region of significant stiffness to a region of flexibility would have subject the complaint stent to unforeseen fatigue, and likely caused the stent fracture. The distal margin of the 6.0 x 150mm bm3d stent has been placed below the distal cortical margin of the femur which is outside of its approved indication for use. As per the bm3d stent IFU, "the biomimics 3d vascular stent system is indicated to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery and/or proximal popliteal artery". The complaint was categorised as a "stent fracture (type ii to type v)" with a cause category "user" assigned.

Event description:
On (B)(6) 22 a 6 x 150mm biomimics 3d (bm3d) stent was successfully deployed in the distal superficial femoral artery (sfa) and popliteal artery in the left leg of a patient who had presented with left lateral shin pain due to a total occlusion. The distal margin of the bm3d stent was placed below the distal cortical margin of the femur which is outside of the approved indications in the instructions for use (IFU). An aneurysm was present in the distal sfa at the time of the bm3d deployment. The stent was placed in the aneurysmal segment, extending beyond the aneurysm on either side. The placement of a bm3d device in an aneurysm is a contraindication to its use as per the IFU. On the (B)(6) 22, during a follow-up procedure, endovascular coiling treatment was carried out on the aneurysm. During this reintervention a second bm3d device (6.0 x 80mm), was deployed in the aneurysmal segment to further support the aneurysm in a full overlap with the previously placed 6.0 x 150mm device. The second bm3d stent also extended beyond the aneurysm on either side. On (B)(6) 22, restenosis of the popliteal artery was identified during another follow-up procedure and a stent fracture was identified in the 6.0 x 150mm stent. The vessel was treated with open femoral to tibioperoneal trunk (tpt) bypass graft with fasciotomy. The patient was reported as doing fine. The device remains implanted.

Manufacturer narrative:
A review has not been performed of the manufacturing certificate of conformance associated with this device as the lot details have not been made available. The investigation is in progress and once any additional information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient presented with new sudden onset left lateral shin pain when ambulating 200 steps and left 5th toe pain on (B)(6) 2022. The patient was subsequently treated with a biomimics 3d (bm3d) 6 x 150mm device and the deployment was successful. The date of the implantation has not been confirmed. It was reported that the device was placed in an aneurysmal segment between two healthy arterial segments. The device extended into the p3 segment which is outside the device's approved indications for use. Bm3d is indicated for use in the native superficial femoral artery (sfa) to proximal popliteal segment. The physician coiled part of the aneurysmal segment on a follow-up angiogram. The vessel was relined with another bm3d 6 x 80mm stent at the second follow-up visit. On a third follow-up visit, a stent fracture was identified in the 6 x 150mm stent in the aneurysmal segment. The vessel was treated with open femoral to tibioperoneal trunk (tpt) bypass graft with fasciotomy. The patient was reported as doing fine.